Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain. It was reported that the patient¿s ins reached end of service (eos) and there was an eos code on the patient programmer. It was reported that the patient fell down off a step ladder the week prior. The patient noted that they could no longer feel stimulation. No further complications are anticipated.